Event description:
The customer reported that jaws of the device would no longer open. The device was pulled from tissue which resulted in some tissue damage and bleeding. Another device was used to complete the procedure without incident. The pt is said to be doing fine.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. Additional questions in regard to the incident have also been asked. When the device eval is complete a follow-up report will be submitted.